Event description:
The customer reports smoke accompanied by the smell of burning plastic coming from the architect i2000sr analyzer. A service call was initiated. The abbott field service representative (fsr) inspected the analyzer and attributed the issue to a leaking reagent 1 (r1) syringe valve. Buffer leaking from the valve accumulated in the space beneath the syringe and eventually came into contact with the radio frequency (1,2) antenna, causing the smoke and odor. There were no injuries reported or damage to the surrounding environment. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and discovered that the architect i2000sr analyzer generated liquid level sense (lls) errors from the r1 and sample pipettor. The r1 syringe valve was leaking liquids onto the lls antenna. The liquid shorted the circuit board and released a burning smell that the operator detected. The burning of the circuit board became a small flame that was contained to the lls antenna. A new lls antenna, r1 syringe valve, and transfer pump were installed into the instrument. Subsequent instrument operations and test results were acceptable. No injuries occurred due to this issue. The objective of the safety standards for laboratory equipment is to ensure there is no spread of fire outside the equipment in normal conditions or in single fault condition. This objective is met even though this particular failure mode caused multiple simultaneous shorts on the board. Based on the available information, no product deficiency was found for this issue. The source of the liquid that contacted the antenna board was from a leaking reagent 1 syringe valve. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The review did not find other complaints related to this issue. The architect system operations manual ((pn 201837-104) (B)(6) , 2007) does not provide information related to smoke generated from the analyzer or components but does provide information related to potential safety and electrical hazards in section 8: hazards, electrical hazards. A malfunction of the system was identified. The investigation documents that an abbott fse replaced the rv antenna, r1 syringe valve, and transfer pump to resolve the issue. This is a final report.